Event description:
It was reported that six (6) pc units were brought to blue diamond facility did not connect to the facility's network. The spring valley hospital biomed took couple of pc units from blue diamond facility to spring valley for troubleshooting and did not have any connection issues. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : returned to manufacturer on additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that six (6) pc units were brought to blue diamond facility did not connect to the facility's network. The spring valley hospital biomed took couple of pc units from blue diamond facility to spring valley for troubleshooting and did not have any connection issues. There was no patient involvement.